Manufacturer narrative:
Analysis of the pump, model# 8637-40, sn (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/motor stall was due to the gear-pinion.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding the delivery of clonidine (200mc g/ml, 69.88mcg/day), bupivacaine (1mg/ml, 0.3494mg/day), and morphine (20mg/ml, 6.988mg/day) in an implantable infusion pump for non-malignant pain and failed back surgery syndrome. The patient experienced a sudden increase in pain. The symptom began around noon on (B)(6) 2015. The pump was interrogated and a motor stall occurred on (B)(6) 2015 at 0429 hours; followed by a stopped pump may exceed tube set message. The patient did not recently have an MRI and there were no sources of potential electromagnetic interference (emi). The pump replacement occurred on (B)(6) 2015. The catheter was trimmed to just proximal to the anchor and spliced. Good cerebrospinal fluid (csf) flow was noted after connecting to the pump. The therapy was successfully restored and the patient was recovering well. The old pump was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.